Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument and the tip cover accessory for failure analysis investigation. The instrument and the accessory were analyzed, and the following investigation results were obtained: 8mm monopolar curved scissors instrument: the instrument was returned with no reported complaint; it was returned to isi for evaluation with tip cover accessory RMA 302750900020 with the complaint of 'insulation ripped at end of sheath'. Visual inspection was performed, and no damage was observed to the instrument. The instrument was placed on an in-house system and passed recognition, engagement, and intuitive motion tests. Tip cover accessory: the accessory was found to have gouges on the distal end of the tip cover; the distal end was completely severed, and material was found missing. The event is caused partially or wholly by the user of the device including sample handling.

Event description:
It was reported that during central processing, the 8mm monopolar curved scissors (mcs) instrument had its tip cover insulation ripped at end of sheath. It is unknown if a fragment fell into the patient. There was no report of patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: I have no report of fragments falling into the patient.